Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ messages during multiple supply changes, alert 38 motor stall alarms, an occlusion alert, intermittent spontaneous restarts, and elevated blood glucose up to 314 mg/dl while using a teflon infusion set; the agent¿s attempts to rewind and restart the ilet were unsuccessful, and replacement was arranged with return of the device. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor events and occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.